Event description:
It was reported the pt was experiencing heating which was coming from the charging sys, but had not experienced heating of the ipg site since she used a spacer to recharge the ipg. The pt reported she had not rec'd any burns, but the issue made her move her arm away quickly from the device if she touched it. A replacement charging system was sent to the pt. Follow up identified the replacement charging sys had some warmth but was not hot; the pt stated it was unlike her previous charging sys. The pt was advised to let contact sjm if she had any further issues. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was included in a field correction. Manufacturer's evaluation: corrective and preventive action (CAPA) investigation was performed. Evaluation codes: result: pocket heating was confirmed. The investigation for CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.